Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 487mg/dl and 391 mg/dl. The customer treated high blood glucose with manual bolus of 20 units and 7.4 units of active insulin. The customer mentioned that they felt sick as a symptom related to high blood glucose event. The insulin pump will not be returned for analysis.